Manufacturer narrative:
(B)(4). Batch # t92l3z. Device analysis: the analysis results found that the instrument  er320 was received with the trigger closed. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the trigger was opened and closed with difficulties. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was confirmed to be bent causing the feeding issue. In addition, 20 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch t92l3z number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: can you please clarify, when the device jaws ""remained closed"", were they stuck on tissue or a vessel and would not open? No. The event occurred when the surgeon tried to feed the clip into the jaws, so that the jaws did not clamp any tissue. Was the device cut off of the tissue or vessel it was on? No.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the clip was not fed into the jaws when the trigger pulled strongly at the first firing on the blood vessel. The jaws remained closed and did not function further. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.